Event description:
Physician reported capsular contracture baker grade IV and seroma. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Physician reported capsular contracture baker grade IV and seroma. The device has been explanted. This relates to the right side.